Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open roux-en-y in a patient with pancreatic cancer, when the surgeon was creating an anastomosis with the intestine, the reload slipped and had an incomplete staple line on the distal part. The surgeon manually created an anastomosis to correct the issue. Resulting to extension of surgical time more than 30 minutes. Following this, the patient experienced difficulty passing the food because of the small anastomosis. The doctor had to re-operated the patient and do a bigger anastomosis. This event leads to extension of patient hospitalization for two weeks.